Event description:
During phacoemulsification stage of cataract extraction, pt sustained a 3x4mm burn to cornea; converted to extraction capsular lens extraction with implantation of anterior chamber lens.